Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, and hospitalization. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Using the pod 5 / page 54. Warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted.

Event description:
It was reported that a patient had to be hospitalized for 48 hours due to diabetic ketoacidosis (dka), high blood glucose bg levels and vomiting with blood. The patient's blood glucose history is as follows: time, bg (mmol/l), (mg/dl): on (B)(6) 2019: 10pm, 14, 252. On (B)(6) 2019: 12am, 22, 396; unknown, 24, 432. At the hospital, the patient was placed on an intravenous (IV) therapy of fluids for dehydration, saline solution, potassium and electrolytes, urine cultures and blood work were performed every hour, but came back normal. The pod was removed at the hospital and the cannula was noted to be bent and out of the infusion site. The patient was prescribed pantoprazole to help get the lining of her throat and stomach back to normal due to the severe vomiting and was advised to follow up with her health care provider (hcp). The pod was worn between 4 and 24 hours on the abdomen. The patient has been using manual injections since then and keeping her levels stable.